Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown cause. The device was replaced by an implantable pacemaker. Further information was requested. Additional information received indicates the device remains implanted in the patient with brady and tachy therapies off. A competitor device was implanted as replacement. No additional adverse patient effects were reported.